Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec45a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened properly during testing. Please note that when using a trocar, the instrument jaws must be visible past the trocar sleeve before opening the jaws. Event could not be confirmed as the device closed and opened without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler jammed with the load inside and the user was unable to open the device for use. It was noted the device was not on tissue when this occurred. It was believed the device would not open after the device was placed in the trocar for use. Another stapler and reload was used to complete the procedure. After the procedure, the first device was opened by repeated banging on the table. There was no patient consequence.

Manufacturer narrative:
(B)(4).